Event description:
The service center was informed that the customer evis exera ii ultrasound gastrovidoescope was returned for a reported "leak" that was observed during reprocessing. However, during inspection and testing the scope was found to have a reportable adhesive malfunction; the distal end forceps cover adhesive was peeled/cracked and missing. No patient injury or harm was reported.

Manufacturer narrative:
The legal manufacturer performed a review of the device history records for the suspect and no abnormalities were found. The scope was returned to the service center for evaluation. The reported issue "leak" was confirmed as the scope failed the leak test; leaking from cut/hole on the light guide tube and leaking from the instrument channel (tear marks were note). The fluid invasion was observed. However, a reportable malfunction was found during the service inspection as a portion of the adhesive at the distal end forceps cover was missing. The scope has signs of wear from a collapsed light guide tube, play/loose control knob and the name plate was missing. A review of the repair records indicated the scope was last repaired on april 2020 for distal end adhesive repair at the distal end light/guide and objective lenses. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. Based on the investigation results, the potential cause of missing adhesive at the tip may have occurred due to the same cause as other breaks. It was not possible to judge whether the peeling was due to stress or handling or other factors. In general the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states, chapter 3 preparation and inspection- 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.